Manufacturer narrative:
The returned valve was not pt due to a tear in the top of the delta chamber. All further testing was precluded by this tear. Damage of this type may be caused by contact with a sharp object. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of MFR.

Event description:
It was reported that the valve leaked.